Event description:
Reporter indicated that there was a problem with the site's handheld computer. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute a death or serious injury.